Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon entering tether mode post fixation during procedure, the right atrial (ra) leadless pacemaker (lp) was separated from the delivery catheter prematurely. However, the ralp remained implanted after the separation. There were no patient consequences.